Event description:
The customer received a low out of range control result of 75mg/dl on her contour meter. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter¿s memory. No adverse event was alleged. The issue was resolved during the call. New strips were sent. No product is expected to be returned for evaluation.